Event description:
It was reported that the patent had a spinous process fracture. The patient underwent an explant procedure to remove the superion indirect decompression spacer. It was noted that the patient has fully recovered.